Event description:
It has been reported to philips that system was not booting up. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a coronary diagnosis and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting beyond the loading screen. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hdd. After replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.